Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) device was explanted after 43.0 months of service due to an elective replacement indicator (eri). There were no allegations against the device or its functionality, and there was no report of adverse patient effects. Subsequently, this device was pulled from archive for further analysis testing.